Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted per the request of FDA as the initial report was not received.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, when the staples were fired they did not form. Unknown how case was completed. There were no adverse consequences for the patient.